Manufacturer narrative:
The grey navlock tracker was returned to the manufacturer for analysis. Analysis found that one of the two side tabs has been impacted and is slightly bent causing it to rub at the tip. This creates a clicking noise and interferes with the movement of an inserted instrument. Otherwise, with markers attached and fully seated, the tracker returns good geometry and divot error readings. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. The device was not returned, so no analysis has been conducted. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the navlock was damaged during the case. They were malletting the handle and one of the clips began to pop out. They were able to hit it back into place. The surgery was completed with navigation and there was no impact on patient outcome.